Manufacturer narrative:
Per the tandem user guide: the system is indicated for use in individuals 6 years of age and greater.

Manufacturer narrative:
Per tandem's pump user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) due to a blood glucose (bg) level of 200 to 230 mg/dl. Reportedly, the cause was the pediatric customer inadvertently delivered two 4 unit boluses, and contact anticipated customer would experience a low bg level. Bg was treated with intravenous glucose. Reportedly, customer left the ER 6 hours later with customer in stable condition (230 mg/dl).